Event description:
The customer reported the system failed to save pt images and data. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and connectors were cleaned. Also, the lithium battery on the cpu was replaced. The system was then found to be operating as intended.